Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited noise and oversensing. Boston scientific technical services (ts) reviewed device data and noted the noise was consistent with oversensing of the minute ventilation sensor signal. Ts stated the issue is only observed in the presence of high pacing impedance measurements and provided suggestions for further evaluating the patient's system. It was noted that despite this, no out of range impedance measurements were recorded to the device. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Additional information was received indicating the device continued to exhibit signs of high out-of-range pace impedance measurements as two occurrences of device configuration from bipolar to unipolar sensing occurred. Device data was analyzed confirming measurements greater than 3,000 ohms. Ts discussed additional considerations for testing and programming. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was later received indicating the patient presented to clinic for follow-up. It was noted that during isometric testing low amplitude noise was reproduced when the patient pushed their palms together; no other manoeuvers or provocations elicited noise. An x-ray was also obtained that appeared to show the lead was fully inserted into the device. Ts reiterated past suggestion to program the minute ventilation sensor off if not already done. The patient later presented for additional follow-up after the mv sensor was programmed off and no further instances of noise were stored to the device and noise could not be elicited via provocation testing. The patient was enrolled in the remote monitoring system and will continue to be followed regularly. No adverse patient effects were reported. This system remains in service.